Event description:
User reports discrepant d-dimer results with obtained from 2 correlation studies. No patients involved. Initial and first repeat results are in ugfeu/ml. Repeat 2 and 3 were performed on other methodology and are in mg/l. Study 2: sample 1: 0.68, 0.9, 3.85. Sample 2: 0.41, 0.3, 1.62. Sample 3: 1.42, 0.8, 1.17 and 1.18. Sample 4: 1.76, 1.8, 2.40. Sample 5: 0.37, 2.52, 2.49. Sample 6: 13.68, 15.1, 10.49. Sample 7: 4.02, 3.8, 5.24. Sample 8: 0.45, 0.4, 1.78. Sample 9: 0.53, 0.5, 2.42. Sample 10: 0.37, 0.4, 1.21. Sample 11: 0.52, 0.48, 5.60. Sample 12: 0.18, 0.12. Sample 13: 0.30, 0.27, 3.58 and 2.56. Sample 14: 3.48, 3.65, 5.99. Sample 15: 2.35, 2.37, 4.68. Sample 16: 0.33, 0.26, 3.86 and 3.87. Sample 17: 0.37, 0.33, 2.16. Sample 18: 2.72, 2.66, 4.42. Sample 19: 0.36, 0.47, 2.39 and 2.25. Sample 20: 1.17, 1.04, 2.42. Sample 21: 0.45, 0.36, 0.46. Sample 22: 1.86, 1.89, 2.19 and 2.19. Sample 23: 0.26, 0.19, 1.38. Sample 24: 0.07, 0.08, 1.06. Study 1: initial results are in ugfeu/ml; repeat was performed on other methodology and is in mg/l. Sample 25: 0.08, 0.5. Sample 26: 0.14, 1.0. Sample 27: 0.07, <0.04. Sample 28: 0.38, 1.1. Sample 29: 0.35, 1.4. Sample 30: 0.33, 0.4. Sample 31: 0.15, 0.7. Sample 32: 0.34, 1.3. Sample 33: 0.36, 1.3. Sample 34: 0.2, 2.3. Sample 35: 0.24, 0.6. Sample 36: 0.53, 0.6 . Sample 37: 0.49, 0.7. Sample 38: 3.77, 7.4. Sample 39: 0.31, 8.5. Sample 40: 0.22, 1.4. Sample 41: 0.84, 10.9. Sample 42: 0.26, 1.1. Sample 43: 1.74, 5.3. Sample 44: 0.67, 3.9. If additional information is received, appropriate notification will be provided.